Event description:
These implants were sent to us with per# (B)(4). There were five implant in a sterilized pouch with four pouch written frances dryer and one pouch of the five with no name. No other information was provided by the account.